Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. The line blocked alarm is in place to alert the user that insulin is blocked from being delivered, which may occur due to a kink in the infusion set tubing or at the infusion site. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist aid system user guide provides information regarding system alarms and the recommended actions associated with them, as well as potential causes of hyperglycemia and ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc on 24-may-2026 and forwarded to millyard advanced medical products, llc on the same day. It was reported that the user was in the emergency department (ed) on (B)(6) 2026 with a blood glucose over 600mg/dl. It was also noted that the user had received multiple line blocked alarms from their twiist automated insulin delivery system throughout the night prior. The twiist pump was disconnected while the user was in the ed and they were treated with insulin. The ed doctor planned to send the user home with an insulin management backup plan and to follow up with their healthcare provider.